Event description:
It was reported the customer had no delivery alarms during manual primes. Customer's mother stated the customer was a brittle diabetic. The mother also stated insulin was not being delivered to the customer while they were sleeping. Customer's blood glucose was 339 mg/dl. Troubleshooting found insulin was not able to exit with a push plunger. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-81477.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.